Event description:
Procedure performed: cholecystectomy. Event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). 2ea ca500 1 out of 2 not working. Lot number: 1495832. (That I can see in the list sent to the customer in march) /ca500 stand alone 1480360. (I don¿t see it in the list..) And a last complain now in june in the same institution lot number 1523249 (part of their cholecystectomy kit gk1033) so case was a cholecystectomy, same issue the pharmacist (name redacted) (024772719) asks us the replacement of the 3 ca500. Additional information received by company rep. Via e-mail on 02july24: don¿t know precisely. I was absent from (B)(6) until (B)(6) (customer told me the event when he saw me back, without knowing I was returning to work), the description of event was 1 out of 2 clip did not go out and this happened when he had to put clips on the cystic canal (at the end) additional information received by company rep. Via phone on 03july24: device discarded and they are not sure if the lot numbers 1480360 and 1523249 were used hence unknown. Patient status: patient is ok. Intervention: continues using the clip applier.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). Since I¿ve been out of office for a few months. I had mid-january in (B)(6) customer number: (B)(6) 2ea ca500 1 out of 2 not working. Lot number: 1495832 (that I can see in the list sent to the customer in march) /ca500 stand alone 1480360 (I don¿t see it in the list..). And a last complain now in june in the same institution lot number: 1523249 (part of their cholecystectomy kit gk1033), so case was a cholecystectomy, same issue with (name redacted) last week. The pharmacist (name redacted) (B)(6) asks us the replacement of the 3 ca500. Additional information received by company rep. Via e-mail on 02july2024: don¿t know precisely the date of all three events (that happened in january and june). I was absent from january until june 3 (customer told me the event when he saw me back, without knowing I was returning to work), the description of event was 1 out of 2 clip did not go out and this happened when he had to put clips on the cystic canal (at the end) additional information received by company rep. Via phone on 03july2024: device discarded and they are not sure if the lot number 1480360 was used. Patient status: patient is ok . Intervention: continues using the clip applier.